Event description:
Per the clinic, the device was explanted on (B)(6) 2026, due to infection around the abutment site. The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, during the explantation procedure on (B)(6) 2026, performed under general anesthesia, an ellipse of skin excision was created around the device to remove all infected and inflamed tissue. The bone bed was drilled out and sterilized under copious antibiotic irrigation. Additionally, traumatization from a previous fall of the surrounding scalp was noted, which was covered with dermabond glue to further protect the soft tissue integrity. Subsequently, the patient was hospitalized overnight for further observation.